Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As reported by a company service representative via email received 13-july-2017, the iabp unit has been testing now for one week and the fault described by the customer cannot be reproduced. No new parts have been installed. The iabp unit is still off site. As reported by a company service representative via email received 20-july-2017, the iabp unit has been cleared for clinical use and was returned to the customer on 19-july-2017.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) indicated "low helium" while in use on a patient. The customer changed the tank with a brand new tank and still received the same "low helium" alarm. The customer checked the pump was properly engaged in the cart, the helium knob was in the proper position, and there was no pinch in the tubing. The customer swapped the iabp out and sent the original to the bio-med for evaluation. No adverse event has been reported.